Event description:
It was reported that the patient had a normal end of life battery replacement. It was noted that the new implantable neurostimulator (ins) had one side of impedances out of range. It was noted that they wiped the lead down and reinserted the lead 4 times and it still would not work. It was noted that they used another ins and everything was fine on the first try. Additional information received reported that the cause of the event was not determined and it was a new out of box generator. It was noted that the patient was fine and receiving effective therapy. Additional information received reported that at replacement electrodes 8-15 were out of range. It was noted that the leads were wiped and reseated 4 times and the impedances were still out of range. It was noted that the physician demanded a new battery and the leads were wiped and seated and within normal limits. It was noted that the impedances prior to replacement were within normal limits.

Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID, serial # (B)(4), explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 37702, serial # (B)(4), product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).